Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusion of the investigation.

Event description:
Arjo was notified about an incident with involvement of carevo shower trolley. It was reported that after the shower, the caregiver turned the resident on side in order to put a towel under her. During this action the resident moved hectically and fell over the left side support. According to the received information the side support was locked and it did not open itself during the incident. The resident sustained a laceration on the head, nose breakage and her lip was bitten through. The resident was taken to hospital and as a treatment received a butterfly closure at the head and the lip was sewed. The resident left the hospital after a treatment on the same day.

Manufacturer narrative:
Arjo was notified about an incident with the involvement of carevo shower trolley. It was reported that after the shower, the caregiver turned the resident on side in order to put a towel under her. During this action the resident moved hectically and fell over the left side support (opposite to where the caregiver stood). According to the received information, the side support was locked and it did not open itself during the incident. The resident sustained a laceration on the head, nose breakage and her lip was bitten through. The resident was taken to hospital and as a treatment received a butterfly closure at the head and the lip was sewed. The resident left the hospital after a treatment on the same day. The review of incidents with the involvement of the carevo shower trolley in last years, revealed a low number of similar events regarding patient fall. The arjo representative visited the customer facility to perform an interview and evaluation of the involved shower trolley. According to its results, the device was found in good condition, without any technical deficiency. The side support locking was functioning correctly on both sides of the trolley. The carevo equipment must be used by appropriately trained caregivers with adequate knowledge of the care environment, its common practices and procedures, and in accordance with the guidelines in the instructions for use. Based on the collected information the training of the carevo usage was provided to the customer facility by arjo on (B)(6) 2017. According to the instructions for use (IFU; 04.ba.08_9gb issued in september 2014) delivered with the involved shower trolley (p. 5): "we recommend that facilities establish regular assessment routines. Caregivers should assess each patient according to the following criteria prior to use: - the product is intended mainly for patients who are passive and totally dependent. To remain in a safe laying position on the carevo, the patient must have limited physical capacity to move or be able to understand and respond to instructions to remain in such a position. If the patient does not meet this description, an alternative equipment/system shall be used." Based on the IFU's "resident assessment" section quoted above the carevo shower trolley is designed for residents who are passive and totally dependent, which is understood as class "d - doris" according to the arjo mobility gallery [1.zz.74.3.gb-int.1.ahg]. Residents matching the description of "d - doris" may e.g. Have difficulties turning from side to back and do not have the strength for this movement, which may be painful for them as well. Due to these factors residents in similar condition also cannot actively contribute to the transfer. The resident involved in the considered incident was classified as class "c - carl". This resident was able to move independently with enough force to make caregiver unable to keep her in the intended position and to exit from the device. We have ended up with inconclusive findings as the circumstances and reason why the partially mobile resident fall out of the trolley remains unknown. Although the failure to follow safety instructions and recommendation regarding resident assessment included in the device's IFU may have been a contributing factor of the event occurrence, the reported event should be mainly considered as an unfortunate incident. In summary, the device was up to manufacturer's specification during the event occurrence as no malfunction was indicated. The shower trolley was used for patient hygiene and in that way it played a role in this event. This complaint was reported due to the resident fall resulting in serious injury occurrence.